Event description:
It was reported that a patient experienced peritonitis manifested by "high count", cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the peritonitis. On an unreported date, the patient was treated with intraperitoneal vancomycin (dose, frequency not reported) for peritonitis. The patient was discharged from the hospital and was recovering from this event. The pd catheter was removed due to the peritonitis and pd therapies were discontinued. No additional information is available. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4).a review of all batch record documents was performed for potentially associated lot numbers gd895268 and gd895102 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.